Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) was replaced due to a lead dislodgement. This occurred on (B)(6) 2015.

Event description:
It was reported that the patient wanted to know if something was wrong with her patient programmer. She said she increases stimulation, the numbers go up, but she does not feel anything no matter how high she goes up. The patient reports a gradual return on symptoms. No falls or traumas. The patient was getting up to go to the bathroom 4-5 times a night and it was just not working like it was before. She increased it and it was fine but a few days later it was back to how it was again. She thought it was the programmer because the batteries were low. She changed them out and it made no difference. Patient programmer worked but symptoms remained. Four weeks ago it got worse. She bent over in the shower (she never bends over due to a bad back) to pick up the soap and she felt a really bad shock/jolt. She decreased stimulation at that time. Stimulation was ok again after increasing until the shower thing happened. Pre-existing conditions were already present prior to neurostimulator being implanted but since implantation they had worsened. Worsening condition were back issues and neuropathy of numbness in her feet. Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kxce, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).